Event description:
It was reported that the customer was changing the battery and their data was deleted on the insulin pump. Customer performed a self test and had to manually add information. Customer was advised to change the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.